Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and elevated blood glucose (bg over 600 mg/dl). Customer alleged that insulin was not being absorbed into the body at the infusion site. There were no issues with the cartridge, infusion tubing or cannula. Prior to hospitalization, pump supplies were changed out and a correction bolus was delivered. While hospitalized, customer was treated with intravenous insulin and hourly testing of bg. Dka/elevated bg were resolved. Customer had not been discharged at the time of the report. Customer declined to provide further information. Type of infusion set used was not reported.